Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
The patient in the tornier shoulder outcomes study developed an infection, specifically p. Acnes. This infection was treated with a 6-week course of intravenous (IV) antibiotics. Following the IV antibiotics, the patient was started on oral suppression therapy with sequelae.

Manufacturer narrative:
Please note the correction made to the h6 method code, results code, conclusion code: the reported event was not confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Additionally medical opinion was sought as it involves infection and below is the response received: ¿the device components not being explanted usually means that there was a superficial surgical site infection without the need for (partial) revision. This means the surgeon assumed the implants were not infected, and antibiotic treatment was deemed sufficient. With the information at hand, we can only conclude that most likely the device was not contaminated, and antibiotics were given to treat the superficial infection and protect the implant from that infection. To come back to your question: the infection was not device related.¿ and populate as: it can be concluded the infection was not device related". More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The patient in the tornier shoulder outcomes study developed an infection, specifically p. Acnes. This infection was treated with a 6-week course of intravenous (IV) antibiotics. Following the IV antibiotics, the patient was started on oral suppression therapy with sequelae.